Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header and case noted no anomalies. The device data was insufficient to obtain battery status. Upon an attempt to obtain device memory, the device displayed memory corruption. The model/serial number needed to be manually entered to proceed with obtaining the device memory. A device interrogation was unable to be performed. Analysis of the device memory confirms the presence of thousands of resets in the counters. Calculations of the time stamp confirm that the reset date time stamp occurred near the time of the allegation. Further analysis of the device memory indicate there were no high current states. It was also confirmed that the device had reverted to safety state operation. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. It was concluded that the device resets, memory corruption, and resultant inability to interrogate the device and operation of the device to reset to vvi mode, were caused by the exposure of the device to the high energy of radio frequency (rf) ablation and/or electrocautery.

Manufacturer narrative:
Additional information received indicated a procedure was performed and this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that following a procedure for an av node ablation this cardiac resynchronization therapy pacemaker (crt-p) was in safety mode. The non programmable device parameters were vvi 60 mode. The physician thought there was a possibility that he may have come in contact with the distal coil of the ventricular lead. A boston scientific technical services consultant discussed replacing with crt-p. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated a device replacement procedure planned to be scheduled, but has not yet occurred. No additional information is available at this time. If additional information becomes available this report will be updated.